Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
As reported by rep: "checking instrument before assembly post case and noticed tip of screwdriver was broken. The screwdriver was not used in surgery, so patient was not affected".

Event description:
As reported by rep: "checking instrument before assembly post case and noticed tip of screwdriver was broken. The screwdriver was not used in surgery, so patient was not affected".

Manufacturer narrative:
The reported event that screwdriver, self-holding, extra short screwdriver, self-holding 3.5 mm was alleged of issue a (instruments: broken or deformed screwdriver) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device inspection was not possible as the product was not returned for investigation. Stryker devices are inspected before being released for distribution, if any deviation would have been noticed, a nonconformance would have been raised. This is the first reported case with this lot number, the device can be therefore confirmed faultless prior the distribution. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage.[¿]. Always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way.¿ the cleaning and sterilization guide states that ¿stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses.¿ it also mentions that ¿for devices that may be impacted check that the device is not damaged to the extent that it malfunctions or that burrs have been produced that could damage tissues or surgical gloves.¿ and that ¿careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device¿. If device is returned or any further information is provided, the investigation report will be reassessed.